Event description:
It was reported that the right atrial lead was pacing in the ventricle. It was also noted that the lead exhibited high thresholds and was dislodged. During the procedure, the physician attempted to reposition the lead however, when trying to screw the lead back the helix did not deploy. The lead was removed and replaced. The patient was in stable condition.